Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was not fully apposed. The patient presented with a stemi and clot in the rca & lcx arteries. Clot was able to be removed from the arteries however, the physician elected to stent over residual clot in the lcx with a promus premier des. The rca was also stented. The physician elected to treat the patient medically. About 5 days later, the physician elected to recheck the lcx stent and noted that the stent continued to appear hazy at the end of the stent. The physician attempted to utilize ffr technology. The wire was able to be zero and equalized and just as the physician was going to start recording, the bsc ivus system shut down. The ivus system was rebooted and ffr technology was able to be utilized suggesting the stent was not well apposed. The physician is an experienced volcano user and also evaluated the lesion with volcano. The results were consistent with the ffr results. The physician postildated near the edge of the stent, but was unable to stent the edge of the stent due to the presence of known clot at the end of the stent where the om came off the lcx.